Manufacturer narrative:
Philips field service engineer (fse) obtained central station alarm logs, and screenshots of the bedside review alarm screen for the date of occurrence on (B)(6) 2017 around 6:40. These were sent to philips, where they were reviewed by the complaint investigation. The alarm logs show that the alarms for desat and tachy were silenced. This was also confirmed by the screenshots of the review alarm screen from the bedside, which showed several low level and yellow alarms being silenced at the bedside monitor around the reported time. Red alarms for desat and tachy were found to have occurred, and the review alarm screenshots showed that they had been silenced as well. The female patient was found unconscious by the nursing team; the patient's oxygen saturation dropped to about 40. There was no information provided about the patient's condition after the occurrence. The device was examined by the customer, and the device passed performance verification. The device remains at the customer site. No subsequent calls logged for his device/issue. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report.

Event description:
The customer stated a patient was using a bypass, and the patient kept taking the tubing out during the hours of the night. The nursing team kept responding due to the alarms coming off from the bedside and also the central station; the nursing team would place the tubing back in place and the alarms would stop for the time being. Around 6am on (B)(6) 2017, the patient removed the tubing. This time, the alarm went off at the bedside, but never alarmed at the central station. Patient oxygen saturation dropped to about 40, and when the nursing team responded the patient was found unconscious. The device was in clinical use at the time the issue was reported.